Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 15/4.00 flextome® cutting balloon® was selected for use. During procedure, upon achieving the nominal pressure, the balloon ruptured at 6 atmospheres. The procedure was completed with a different device. No patient complications and the patient's condition was fine.